Event description:
Consumer claims to have been pierced with the inverness ear piercing system at a retail vendor in 2000. After leaving the store, the consumer walked to a bench and sat down, the consumer fainted and rolled off the bench onto the floor, sustaining facial injuries. The consumer transported to the hospital for medical treatment.